Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a burning sensation at the implantable neurostimulator site during an MRI. Patient reported increased burning at the pocket site during the MRI, which led to the procedure being stopped. The patient had put the device in MRI mode, and this was verified by the nurse or technician before the MRI began. Despite this, the burning sensation persisted, and the patient continued to experience ongoing pain at the implantable neurostimulator site. The patient was redirected to their healthcare provider for further evaluation and management of the issue. Patient states pain is better now but she is still having pocket site burning.